Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead had been severed approximately sixteen centimeters from the terminal pin. Testing was completed to assess the electrical performance and inner insulation integrity of the returned segment(s). Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations of noise and high shock impedance and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed as the lead has been returned and product evaluation has been completed.

Manufacturer narrative:
At this time the lead has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to noise and high out of range shock impedance. The patient's implantable cardioverter defibrillator (ICD) was explanted and replaced during the same procedure. No additional adverse patient effects were reported.